Manufacturer narrative:
No device will be returned per customer. The customer complaint was confirmed. The root cause of this failure was identified.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the led light on the mains indicator and battery indicator both flashing intermittently, sometimes disappearing. In addition, it was also reported there was network communication error (600.6875) indicating an issue with the wireless module. There was no patient harm. The issue was noted prior to patient use.